Manufacturer narrative:
An olympus endoscopy support specialist (ess) has been dispatched to observe the user facility¿s reprocessing practices from start to finish and provide a reprocessing in-service training if necessary, to correct and address any reprocessing deviations. The subject device referenced in this report was not returned for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that the evis exera ii duodenovideoscope was cultured and tested positive. No patient harm was reported.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the olympus endoscopy support specialist (ess) in-service and the results of the legal manufacturer¿s investigation. The olympus endoscopy support specialist (ess) completed an in-service for the facility staff using the ontrack checklist in order to follow the olympus recommended reprocessing guidelines for the tjf-q180v to ensure that proper reprocessing steps were followed by referring to the olympus manufacturer¿s instruction and reprocessing manuals. The customer declined the demonstration of manual flushing. The facility had automated the process with medivators scope buddy. The ess was unable to comment on other manufacturers products and suggested the facility contact medivators for validation, instruction for use and in-services. The customer declined the demonstration of manual high-level disinfection, manual rinsing, and manual alcohol flush. The facility had automated the process with asp evo-tech. The ess was unable to comment on other manufacturers products and suggested the facility contact asp for validation, instruction for use and in-services. The customer did not have sterilization capabilities. The legal manufacturer performed an investigation. The device history records for this device were reviewed and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. The root cause of the issue could not be conclusively specified because the culture test could not be performed, but the following were likely the causes due to detection of the bacteria. There was a difference between the reprocess method performed at the facility and the reprocess. Method recommended by the instructions for use (IFU), and the equipment was not cleaned sufficiently. Contamination had occurred at the time of sampling at the facility. Failure of the equipment due to incomplete re-processing. The instructions for use (IFU) provides the following guidelines: manual reprocessing: 1.4 precautions: warning: an insufficiently reprocessed endoscope and / or accessory may pose an infection control risk to the patients and / or operators who touch them.